Manufacturer narrative:
On (B)(6) 2016 09:57 am (gmt+1:00) added by (B)(6) ((B)(4)): the end cap that fell is designed for use when a flat screen video monitor arm is on the arm. This cap is engineered so the video cable pass through is. This cabling helps ensure the cap does not detach and fall, should the cap collide with other devices. A technician engineer evaluated the device and observed that the internal part of the cap was cut away. He replaced the device and return the unit to service. The installation manual of the device includes the instructions to cross the cables inside the cap.

Event description:
On (B)(6) 2016 09:31 am (gmt+1:00) added by (B)(6) ((B)(4)): the customer informed maquet service that the video bumper of the suspension arm fell down to the floor. The patient was in the operation room at that time. No injuries were reported because the bumper did not touch the patient and the staffs. (B)(4).